Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for rite - therapy monitored volume failed performance specification. Internal and external inspection was performed and passed. A manual volumetric accuracy test was completed and failed. Test article door piston foam was installed and the manual volumetric accuracy test passed. The original door piston foam was placed back into the device and the manual volumetric accuracy test failed. A manual temperature test was completed and passed specifications. An inspection of the door assembly found the door piston foam deteriorated. The assignable cause for the additional issue rite volumetric accuracy failure was determined to be caused by deteriorated door piston foam. Pal has identified piston foam to be scrapped. Correction to the device will be performed during service.

Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec: fill 1 = 839.7ml and drain 1 = 839.7ml (allowable range 774.0ml to 821.0ml). Rite test failure found by service personnel during evaluation, no patient involved.